Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. The 2.5x15mm maverick mr balloon was inflated and burst while performing pre dilatation. Procedure was completed with a different device. No patient complications were reported the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).